Event description:
In an article titled "interspinous spacer implant in patients with lumbar spinal stenosis: preliminary results of a multicenter, randomized, controlled trial", a prospective, randomized, controlled trial was conducted to compare clinical outcomes in patients treated with an investigational interspinous spacer (superion) versus those treated with an FDA-approved spacer (x-stop). Study subjects were followed through 6 months post treatment. The following was reported in the results. In patients treated with the x-stop, two explants were performed following device dislodgement at 1 month and evidence of lumbosacral disc herniation at 4 months, respectively. Spinal process fracture was noted in three subjects. Wound infection requiring readmission in one subject, and a nerve root block for persistent pain at 4 months. No further information was reported.

Manufacturer narrative:
Age at event: mean age (B)(6). Sex: 66% male. Article titled "interspinous spacer implant in patients with lumbar spinal stenosis: preliminary results of a multicenter, randomized, controlled trial", by larry e.miller, and jon e. Block.